Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 45 mg/dl. The customer stated that he received a sensor alarm during the night, and when he tried to clear it, he accidentally gave himself a large bolus. The customer woke up with low blood glucose levels the next morning, which he treated. However his blood glucose continued to drop, and his wife took him to the hospital. Nothing further was reported.